Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed a blue window screen with a white loading bar. A technical support specialist assisted the customer to send an email with a screenshot of the blue window screen error and to check with hit regarding any network issues since rss showed the station was offline. The technical support specialist confirmed that the customer had resolved the issue and granted permission to close the case. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es showed a blue window screen with a white loading bar. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.